Event description:
It was reported that the implanted pacemaker alerted due to low right ventricular (rv) intrinsic amplitude. Review of the device data indicated that the lead safety switch was previously triggered in (B)(6) 2022 due to atrial pace impedance greater than 2,000 ohms. Noise was also evident on both the atrial and rv channels that was sensed and led to stored episodes of atrial tachy response and non-sustained ventricular tachycardia. Technical services recommended further review of the device system. The pacemaker system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the implanted pacemaker alerted due to low right ventricular (rv) intrinsic amplitude. Review of the device data indicated that the lead safety switch was previously triggered in (B)(6)2022 due to atrial pace impedance greater than 2,000 ohms. Noise was also evident on both the atrial and rv channels that was sensed and led to stored episodes of atrial tachy response and non-sustained ventricular tachycardia. Technical services recommended further review of the device system. The pacemaker system remains in service and no adverse patient effects were reported.